Manufacturer narrative:
Unit received with operating currents within specification and passes self test and displacement test. However, unit received with cracked end cap. The drive support disk was inspected and no anomaly noted. Unable to perform basic occlusion test, prime test. Excessive no delivery test, occlusion test, delivery accuracy test or verify drive / motor anomaly due to physical damage. Unit received with cracked case at the display window corners, display window, reservoir tube window, reservoir tube window corners and reservoir tube lip. Unit received with broken off piece at the battery tube threads. Unit received with minor scratched display window and case. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was damaged and loose. Customer's blood glucose value was 112mg/dl. Insulin pump will be returned for analysis.